Manufacturer narrative:
The mvp remains implanted in the patient. The event could not be confirmed. The cause of the event could not be determined from the reported information.

Event description:
Medtronic received report of mvp-7q migration after detachment. The patient was undergoing treatment for a grade 3 splenic laceration. The physician planned to embolize the proximal splenic artery. The vessel measured less than 7mm. The vessel was not entirely straight. It was reported that deployment of the mvp was not ideal because the vessel was not straight. The plug had not satisfactorily occluded flow at 4 minutes or at 10 minutes. After 15 minutes, the mvp migrated.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.